Event description:
The kangaroo epump has an ac power adapter which due to its design allows the ac power prongs to remain in an ac power outlet. The ac power adapter is made by friwo and is sold as an integrated until by kendall/tyco/covidien. When the ac power prongs are left in the ac outlet. There is a risk of electric shock, although small, due to recessed but accessible connections. The ac power adapter is a universal design that allows the use in multiple countries due to replaceable ac prongs -called a 'primary adapter' by friwo. The prongs can be purchased in configurations for the us, euro, australia and iec outlets. The ac power supply is the friwo mpp 15, 9v 1500ma, medical version -friwo #1882359-. The problem is that the primary adapter is not captured in the power supply, it is just a simple friction fit that allows the primary adapter to be left in the outlet if the power supply is unplugged with a sideways motion. If pulled straight out, there is no major problem. We have had at least two situations where the prongs are left in the wall, and we expect that we will have more. As a secondary problem, with the loss of the ac prongs, you are unable to charge the battery of the kangaroo epump or power it from an ac outlet. I have called the quality / regulatory office of kendall/tyco/covidien to place a formal FDA device complaint with them about this problem. I hope that another ac power adapter can be substituted that does not have this failure mode.